Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected and evidence of particulate matter was noted. The reported condition was verified. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified foreign matter was noted in a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during an unspecified process step prior to use. A new product was used to continue the treatment. There was no patient involvement. No additional information is available.